Event description:
A stryker micro drill medium straight attachment was sent in for repair due to overheating during a routine maintenance service. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
During quality investigation, the customer's complaint was verified; the device overheated during testing. Corrosion damage to the bearings and nose of the attachment was identified as the probable cause of the failure.